Event description:
Related manufacturer reference number: 2017865-2023-93639. It was reported that the patient presented in clinic for follow up. Upon review the implantable cardioverter defibrillator and atrial lead exhibited over-sensed noise. Programming changes were performed. The patient condition was stable.